Event description:
Hospitalized due to low blood glucose. Customer's spouse stated that the customer was connected while priming and realized that customer primed the full 1.8 ml into self. The customer went to the hosp right away. The customer's spouse stated that the pump would not show numbers but kept shooting out insulin.